Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm, a motion sensor test failure alarm, a motor position encoder error alarm and an unexpected restart error alarm. Customer was not able to rewind insulin pump and pump failed displacement test. Customer's blood glucose was unknown. Customer's blood glucose was unknown.

Manufacturer narrative:
The pump alarmed motor error alarm during rewind due to corroded motor home switch. The moisture damage was found electronic assembly. We were unable to verify alarms and unable to perform basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to constant motor error alarm. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.